Manufacturer narrative:
Confirmed that tip of awl had broken off, due to excessive force. Hard bone and trajectory could have created more force which caused issue.

Event description:
It was reported tha the tip of the awl broke off during the procedure because of hard bone and a steep angle. The doctor felt it was best to leave the broken piece in the that position and safely buried completely in the vertebral bone.